Event description:
It was reported to philips that the azurion system would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of log file cannot confirm the reported malfunction. During troubleshooting, fse found problem with suite pc software. The fse reloaded the software, restored all the backup files and tested the system functionality. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.